Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer reused cartridges. Tandem technical support educated the customer on cartridges being single use products. There was no adverse impact to customer's blood glucose level. The customer changed multiple cartridges to resolve the issue.

Manufacturer narrative:
Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.